Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ standard peg kit was unpacked. According to the complainant, during unpacking, the peg kit box was damaged and crushed. Reportedly, the sterile barrier was compromised. There was no procedure involved and the device was not used in the patient.

Event description:
It was reported to boston scientific corporation that an endovive¿ standard peg kit was unpacked. According to the complainant, during unpacking, the peg kit box was damaged and crushed. Reportedly, the sterile barrier was compromised. There was no procedure involved and the device was not used in the patient.

Manufacturer narrative:
Correction: date of event: the exact event date is unknown; however, it was reported that the event happened some time last week.